Event description:
Procedure: roux-en-y. According to the reporter: anvil and device could not be connected in cavity. Additional resection was done to change the anvil. Eventually, anastomosis was done properly. No bleeding. Nothing fell into the patient cavity. Extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).